Event description:
It was reported that the drill guide attached to the cervical plate as intended. A drill bit was then passed through the guide and plate and drilled a hole into the vertebral body as intended. It was then reported that the drill bit would not back out of the drill guide and that the drill guide would not un-thread from the cervical plate.

Manufacturer narrative:
Pn 5001601, lot #w12205/1; pn 5001514 lot # 008841, 010724. Mfg dates: 03/2007, 11/2006.